Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-23721. It was reported the patient had the entire scs system replaced. Reportedly, the patient was experiencing ineffective stimulation from the system. The physician replaced both of the scs leads and placed them in a better location to allow for optimized stimulation therapy coverage. There were no complications and effective stimulation therapy was restored postoperatively.